Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements during the implant procedure. This system was attempted, but not implanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.